Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged.